Event description:
The nurse was at the patient's bedside when the ventilator alarmed "patient airway disconnect". The manometer on the ventilator was not cycling. Nopressure obtained even when occluded. Patient bagged with ambu until the ventilator was replaced. Finding a after evaluation: digital and analog readout of airway pressure were inoperative. Ventilator function seemeduneffected. Pressure disconnect alarm activated when peep is increased greater than 2.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-apr-93. Service provided by: invalid data. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.